Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized for pulmonary edema and low blood glucose on (B)(6) 2017, with blood glucose of 26 mg/dl at the time of the incident, and 78 mg/dl at the time of hospitalization. The customer was asleep at the time of the incident, and was placed into an induced coma. Customer states that their thyroid became hyper the same week as the hospitalization and their blood glucose rose to 600 mg/dl prior to going to bed. The customer treated their high blood glucose with the pump and manual injection. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer had adjustments made by the health care professional regarding insulin delivery. The insulin pump will not be returned for analysis.